Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right innominate artery in a 62-year-old female patient presenting with post-cardiotomy cardiogenic shock (pccs) and a known history of coronary artery disease. During support, the bedside nurse reported a high purge pressure alarm followed by a purge system blocked alarm. The purge cassette was exchanged, and the purge solution was changed from 1 l d5w with 25 meq of sodium bicarbonate to 1 l d5w with 25,000 units of heparin. The intensivist contacted the cardiothoracic surgeon, who came to the bedside. A bedside echocardiogram was performed, demonstrating recovery of left ventricular ejection fraction to approximately 50%, and the patient was successfully weaned down on inotropic and vasopressor support. Based on improved hemodynamics and ventricular recovery, the treating physician elected to take the patient to the operating room for impella 5.5 removal. The device was removed due to hemodynamic stability and no longer requiring mechanical circulatory support. The reported events include purge pressure high, medical device removal, and hemodynamic instability. The impella 5.5 is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support associated with purge system management and purge cassette exchange; however, the intervention and removal were performed without consequence to the patient, and the patient demonstrated clinical improvement.

Manufacturer narrative:
Investigation summary: the cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned.